Manufacturer narrative:
This supplemental report is being submitted inform that this is a duplicated report of MFR report #8010047-2020-04892. Therefore, this report is being submitted to retract MFR report # 8010047-2020-04923.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the clv unit err e202 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.